Event description:
Customer reported receiving inaccurate readings on their adc blood glucose meter. Customer reported receiving a reading of 397 mg/dl compared to a lab reading of 180 mg/dl, and a reading of 326 mg/dl compared to a lab reading of 145 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The complaint was not confirmed and no new issues or errors were observed during control solution testing. All results were within the range specification. The reported adc blood glucose readings of 367 mg/dl and 326 mg/dl were found in the device's internal memory log.